Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after battery change. Customer mentioned the insulin pump was not stored or not in use for an extended period of time. The customer¿s blood glucose level was 384 mg/dl at the time of the incident. Customer stated blood glucose were always high. The customer was assisted with troubleshooting and was instructed to insert new the battery but got another alarm. The insulin will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
The insulin pump passed self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unexpected restart alarm after battery change due to interface board voltage leak. All operating currents are within specification. Unit received with minor scratched lcd window.